Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low resection of the colon, the surgeon used the first reload and everything worked correctly, on the second reload, only 3/4 parts of the staple was fired and the knife no longer advanced, the remaining staples were no longer placed. The surgeon re-sutured the staple line to complete the case. No patient injury.